Event description:
Tip of catheter broke during the case and was noted to be broken when it was removed. The tip was retrieved from patient via a snare. The physician was able to complete the declot procedure. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 7fr ptd catheter and rotator with the respective lidstocks for analysis. Signs-of use was observed inside the sheath extrusion. Visual examination revealed the orange basket lumen was pulled/separated from the basket assembly. Microscopic examination of the proximal end of the separation revealed what appears to be an imprint from the basket wires. Despite this, no evidence of shearing/tearing was observed. This indicates that the orange lumen was not properly assembled to the basket wires. The orange lumen measured 1.870", which is within the specification limits of 1.860"-1.890" per the basket lumen graphic. The orange lumen outer diameter measured .0366", which is within the specification limits of .035"-.039" per the basket lumen graphic. The orange lumen ID measured .027", which is within the specification limits of .026"-.030" per the basket lumen graphic. The ptd basket was able to advance and retract in the ptd sheath. The ptd catheter assembly was attached to the returned rotator. When the button was pressed, the assembly functioned as expected. Performed per IFU statement, "unlock and slide side arm from slot no. 1 to slot no. 2. Lock into place. The outer cover catheter will be retracted to expose the basket. This is the deployed position used to treat thrombus in graft/fistula. Depress on/off switch to ensure that fragmentation basket spins freely. Release switch to stop motor. If any part of system fails to work properly , replace component and retest". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e., radius of loop graft, radii < 3 cm)". The customer report of a separated basket lumen was confirmed by complaint investigation of the returned sample. The orange lumen appeared to be completely dislodged from the basket wire assembly and contained damage that appears consistent with defects due to a manufacturing issue. The ptd assembly passed all relevant dimensional and functional testing. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Tip of catheter broke during the case and was noted to be broken when it was removed. The tip was retrieved from patient via a snare. The physician was able to complete the declot procedure. No patient harm or injury reported. The patient's condition is reported as fine.